Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a re-sterilized intellanav ablation catheter cable 6 ft, the in vivo dwell temperature was recorded as 49-50 degrees celsius on the generator, when it should have been closer to room temperature. No radiofrequency was delivered. Power control mode was used. The maestro and the catheter were replaced, but the issue was not solved. The intellanav catheter cable was then changed with another of the same model, and the issue was solved. The procedure was successfully completed with no patient complications. The device was disposed of and therefore will not be returned.